Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. There were no software error, button error alarm or motor error alarm noted. Analysis was unable to perform the occlusion, excessive no delivery, and prime tests. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm, motor error alarm, software error alarms and no delivery alarms. The customer's blood glucose was 288 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.